Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was re-seated to resolve the reported issue. No patient information available at time of MDR filing. Unique identifier: (B)(4).

Event description:
The hospital reported a failure of the bellows causing a loss of mechanical ventilation. There was no report of patient injury.